Event description:
The recipient has not been hearing well with his cl for the past two months. Furthermore, affected channels were seen. Expert measurements will be performed.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient has not been hearing well with his cl for the past two/three months. On the (B)(6) 2022 swelling was noticed over the implant and the user reported pain. The swelling lasted for one day and it was thought to be caused by the user falling asleep on an arm rest. The user also hit his head on his bed a few months prior to the deterioration in performance with the device. The user was re-implanted in austria. According to the device explantation report nearly all channels were found extra-cochlear. Reportedly, there was a significant amount of fibrous tissue at the round window.

Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. Furthermore, a migration of the active electrode out of cochlea is reported. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The recipient has not been hearing well with his cl for the past two/three months. On the 21st of (B)(6) 2022 swelling was noticed over the implant and the user reported pain. The swelling lasted for one day and it was thought to be caused by the user falling asleep on an arm rest. The user also hit his head on his bed a few months prior to the deterioration in performance with the device. The user was re-implanted in austria. According to the device explantation report nearly all channels were found extra-cochlear. There was evidence of spring back forces in place and the electrode contacts were lost due to misplacement. Reportedly, there was a significant amount of fibrous tissue at the round window.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. Furthermore, a migration of the active electrode out of cochlea is reported. Re-implantation was carried out, but the device has not been received for investigation yet.